Event description:
Customer became trapped inside of his hpo tech trojan chamber while alone in his house. This required him to call hpo tech with his phone from inside the chamber, enter admin passwords, and recalibrate the pressure settings to allow the door to release and open. Hpo tech chambers also utilize industrial smc air valves and fittings their oxygen system. Customer has reported worsening symptoms and immediate reactions from using the chamber to hpo staff.